Manufacturer narrative:
Based on the results of investigation. Reported event: during partial knee replacement surgery, the tip of a 3.2 x 140mm bone pin broke off and embedded in patient. The fragment of bone pin was left in the patient's bone. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. Dimension inspection completed at the time of manufacturing shows the lot was within specification. Device history review: review of the device history records for the associated lot indicated (B)(4) devices ((B)(4) non-sterile bone pin, single) were manufactured and shipped to (B)(6) on (B)(6) 2014 and accepted into final stock on (B)(6) 2014 per erp. Complaint history review: a review of complaints in trackwise and catsweb related to (B)(4), lot number w38525 shows one complaint related to the failure in this investigation. The associated pi number is (B)(4). At the time of this investigation, the pr (B)(4) associated with pi (B)(4) had been completed. (B)(4).. Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted on (B)(4) separate occasions. After these attempts to determine if the drill guide was used during placement of the bone pins (first request was (B)(6) 2015; final attempt was (B)(6) 2016) no response was received. It cannot be determined if the surgeon used the drill guide during placement of the bone pins. However, to date fourteen complaint investigations have been completed for this part number. Of those fourteen complaint investigations, no complaints have been investigated where the bone pins were inserted using a drill guide and were broken intraoperatively . It is possible that the surgeon did not use the drill guide during the placement of the bone pins as the devices were within specification according to the DHR documentation. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty procedure on using the robotic arm interactive orthopedic system (rio). During the case, the tips of the bone pins broke in the patient's bone. The surgeon decided to leave the tip of the bone pins in the patient's bone. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Product disposed at hospital facility.

Event description:
The surgeon performed a partial knee arthroplasty procedure on using the robotic arm interactive orthopedic system (rio). During the case, the tips of the bone pins broke in the patient's bone. The surgeon decided to leave the tip of the bone pins in the patient's bone. The outcome of the case was successful.